Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lead revision was scheduled for (B)(4) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient still had adequate pain coverage after the fall, so the extent of the affect of the fall on the system remains unknown. It was reported that the patient was going to be scheduled for a revision soon. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6), product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment via a manufacturer representative e. It was reported that the patient felt a change in where they felt stimulation. An x-ray was taken and it was determined that the both of the patient¿s leads had migrated down into the thoracic spine. The patient was unsure what the cause of the lead migration was, but noted that they had a fall in the recent past. The patient noted that the system had worked fine after the fall. The impedances were checked and were found to be within normal limits. Reprogramming was attempted and was unsuccessful. It was reported that surgery to replace the leads would be scheduled. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6)2017. To the best of their knowledge the revision has not yet been scheduled and the lead migration has not yet been resolved. No further complications were reported/are anticipated.